Manufacturer narrative:
Unit received with low battery alert and had high sleep current due to moisture damage on electronic assembly. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery less than one week and cracked battery compartment. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.